Manufacturer narrative:
Concomitant medical product: product ID: 3888-56; lot# va1nkjz; implanted: (B)(6) 2020. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported that an impedance test was done, and electrode three was shorting out. The cause was unknown. Patient was reprogrammed around the effect of electrode. The issue was resolved. No symptoms reported.